Event description:
According to the reporter, the device had a broken screen and won't turn on. Upon triage on (B)(6), the service technician verified that the information displayed on the left side of lcd is not visible.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the information displayed on the left side of lcd is not visible. The unit was triaged and the reported issue was confirmed. An investigation revealed corrosion to part of the printed circuit board. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.